Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('chronic pelvic pain') and pelvic inflammatory disease ('pelvic inflammatory disease'). In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: hypertension, cystitis interstitial, pelvic inflammatory disease, pelvic congestion, irregular menstruation, gonorrhea, dysuria, upper respiratory infection, vaginal irritation, perineal pain, hematuria, frequency urinary, cyst rupture, endometriosis, adenomyosis and otitis. Concomitant products included: amitriptyline, ethinylestradiol; levonorgestrel (seasonique), ethinylestradiol; norgestimate (sprintec), hydrocodone bitartrate; paracetamol (norco), ibuprofen, ondansetron hydrochloride (zofran) and pentosan polysulfate sodium (elmiron). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2009, the patient experienced fatigue ("fatigue") and nausea ("nausea"). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2012, the patient experienced anxiety ("psychiatric problems, condition: anxiety"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), dermatitis allergic ("rash/skin condition"), depression ("psych injury-depression"), bladder disorder ("bladder/urinary problems: bladder probs"), vaginal infection ("vaginal infection"), cystitis ("bladder infection"), abdominal distension ("gi conditions/gastrointestinal or digestive system condition, type- bloating"), tooth disorder ("dental problems"), nervous system disorder ("neurological condit/problem"), urinary tract infection ("urinary tract infection"), back pain ("lower back pain") and pain in extremity ("legs pain"). The patient was treated with surgery (salpingectomy(bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, bladder disorder, vaginal discharge, fatigue, abdominal distension, tooth disorder, nervous system disorder and nausea had resolved. And the pelvic inflammatory disease, abdominal pain, menorrhagia, metrorrhagia, dermatitis allergic, depression, vaginal infection, cystitis, vaginal haemorrhage, anxiety, urinary tract infection, back pain and pain in extremity outcome was unknown. The reporter considered abdominal distension, abdominal pain, anxiety, back pain, bladder disorder, cystitis, depression, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, metrorrhagia, nausea, nervous system disorder, pain in extremity, pelvic inflammatory disease, pelvic pain, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: date of insertion: (B)(6) 2008 (discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2008, essure confirmation test (unspecified). Results of confirm test: bilateral occlusion. Pathology test: on (B)(6) 2017, final diagnosis: cross sections of fallopian tubes identified. Tissue submitted: fallopian tube, bilateral with coil from previous tubal. Clinical history: preoperative: pelvic pain status post tubal coils. Procedure: laparoscopic salpingectomy bilaterally. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal bleeding, cramps in legs, uti, vaginal discharge, pelvic pain, abdominal pain, quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jul-2020, quality-safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, cystitis interstitial, pelvic inflammatory disease, pelvic congestion, irregular menstruation, gonorrhea, dysuria, upper respiratory infection, vaginal irritation, perineal pain, hematuria, frequency urinary, cyst rupture, endometriosis, adenomyosis and otitis. Concomitant products included amitriptyline, ethinylestradiol;levonorgestrel (seasonique), ethinylestradiol;norgestimate (sprintec), hydrocodone bitartrate;paracetamol (norco), ibuprofen, ondansetron hydrochloride (zofran) and pentosan polysulfate sodium (elmiron). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2009, the patient experienced fatigue ("fatigue") and nausea ("nausea"). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2012, the patient experienced anxiety ("psychiatric problems condition: anxiety"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), dermatitis allergic ("rash/skin condition"), depression ("psych injury-depression"), bladder disorder ("bladder/urinary problems: bladder probs"), vaginal infection ("vaginal infection"), cystitis ("bladder infection"), abdominal distension ("gi conditions/ gastrointestinal or digestive system condition- type- bloating"), tooth disorder ("dental problems"), nervous system disorder ("neurological condit/problem,"), urinary tract infection ("urinary tract infection"), back pain ("lower back pain"), pain in extremity ("legs pain") and pelvic inflammatory disease ("pelvic inflammatory disease"). The patient was treated with surgery (salpingectomy(bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, bladder disorder, vaginal discharge, fatigue, abdominal distension, tooth disorder, nervous system disorder and nausea had resolved and the abdominal pain, menorrhagia, metrorrhagia, dermatitis allergic, depression, vaginal infection, cystitis, vaginal haemorrhage, anxiety, urinary tract infection, back pain, pain in extremity and pelvic inflammatory disease outcome was unknown. The reporter considered abdominal distension, abdominal pain, anxiety, back pain, bladder disorder, cystitis, depression, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, metrorrhagia, nausea, nervous system disorder, pain in extremity, pelvic inflammatory disease, pelvic pain, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: date of insertion: (B)(6) 2008 (discrepancy noted) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: essure confirmation test (unspecified). Results of confirm. Test: bilateral occlusion. Pathology test - on (B)(6) 2017: final diagnosis: cross sections of fallopian tubes identified. Tissue submitted: fallopian tube, bilateral with coil from previous tubal clinical history: preoperative: pelvic pain status post tubal coils procedure: laparoscopic salpingectomy bilaterally. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal bleeding; cramps in legs, uti, vaginal discharge, pelvic pain, abdominal pain, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-dec-2019: plaintiff fact sheet and medical record received. Reporter information updated. Patient demographic information updated. Product information details updated. Product indication female sterilization updated. Essure start and stop date updated. Other relevant history and lab data updated. Events: abnormal bleeding (vaginal), psychiatric problems condition: depression, psychiatric problems condition: anxiety, urinary tract infection, lower back pain, legs pain, pelvic inflammatory disease were newly added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), dermatitis allergic ("rash/skin condition"), psychological trauma ("psych injury"), bladder disorder ("bladder/urinary problems: bladder probs"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), cystitis ("bladder infection"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), tooth disorder ("dental problems"), nervous system disorder ("neurological condit/problem,") and nausea ("nausea"). The patient was treated with surgery (salpingectomy(bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, menorrhagia, metrorrhagia, dermatitis allergic, psychological trauma, bladder disorder, vaginal discharge, vaginal infection and cystitis outcome was unknown and the fatigue, gastrointestinal disorder, tooth disorder, nervous system disorder and nausea had resolved. The reporter considered abdominal pain, bladder disorder, cystitis, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, menorrhagia, metrorrhagia, nausea, nervous system disorder, pelvic pain, psychological trauma, tooth disorder, vaginal discharge and vaginal infection to be related to essure. The reporter commented: date of insertion: (B)(6) 2008 (discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2008: essure confirmation test (unspecified). Results of confirm. Test: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received : new events added : "dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic/abdominal, chronic, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), rash/skin condition, psych injury, bladder/urinary problems: bladder probs., vaginal discharge, vaginal infection, bladder infection, fatigue, gi conditions, dental problems, neurological condit/problem, nausea". Outcome of events, "fatigue, gi conditions, dental problems, neurological condit/problem, nausea" were changed to "recovered/resolved". Patient's demographics were added. Patient's information was updated. Product indication updated. Essure removal date was added. Lab data was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.